Event description:
Medtronic received information from a journal article that two patients who had a bioprosthetic aortic heart valve implanted required either implant of a second valve or surgical replacement of the device after implant due to structural valve failure. The information was obtained from an article that was based on a literature review of 70 articles addressing transcatheter heart valve failure that were published between december 2002 and march 2014. In one case, another manufacturer¿s valve was successfully implanted valve-in-valve. It was not reported what the failure mode was of the medtronic device. There were no subsequent adverse patient effects reported. The devices were explanted four years later when the patient was diagnosed with infective endocarditis, and had an aortic root construction and native tricuspid valve repair. The explanted devices were culture negative. In the second case, another manufacturer¿s valve was successfully implanted valve-in-valve due to abnormal leaflet function of the first replacement device. Three months later, both valves were explanted and a surgical aortic valve was implanted after the patient presented with recurrent congestive heart failure and it was determined that the other manufacturer¿s device had not fully expanded within the medtronic device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Medtronic¿s databases were reviewed in an attempt to determine if these complaints had previously been reported to medtronic, based on the limited information available; there were no indications that the complaint information had previously been provided to medtronic or that the explanted devices were returned for analysis. (B)(4). Cited in: transcatheter heart valve failure: a systematic review authors: darren mylotte, ali andalib, pascal the´riault-lauzier, magdalena dorfmeister, mina girgis,waleed alharbi, michael chetrit, christos galatas, samuel mamane, igal sebag, jean buithieu, luc bilodeau, benoit de varennes, kevin lachapelle, ruediger lange, giuseppe martucci, renu virmani, and nicolo piazza european heart journal doi:10.1093/eurheartj/ehu388 september 28, 2014.

Manufacturer narrative:
The reported clinical events in the article are known adverse events for bioprosthetic valves, surgical or transcatheter. Based on the limited information received, a root cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.